Manufacturer narrative:
The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated an air dermatome one time as documented in the repair reports in livelink. The last repair was (B)(6) 2013 where it was reported that the blade will not move and the ball detent, damaged head, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, calibration shaft, motor, swivel, poppet assembly, hand piece assembly, and o-ring were replaced. This is not a related issue. The air dermatome was manufactured on may 24, 2007, and is over (B)(4) years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor cosmetic damage to the head and neck of the hand piece including scuffs and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number 10, was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The customer hose and width plates were not returned for evaluation. The reciprocating arm was noted to be loose during testing. The calibration was out of specification at the zero setting. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged head, damaged control bar, neck, calibrating shaft and hand piece assembly. Air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. No testing was able to be performed to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. During the initial inspection it was noted that the reciprocating arm was loose during testing. Air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not cutting evenly during surgery. No patient involvement. No adverse events have been reported as a result of this malfunction.